Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml morphine (unknown) at an unknown dose. The reason for use was not reported. It was reported that fluid was leaking at the incision site of the pump. The issue started in (B)(6) 2018, post implant date (1-2 weeks ago). The patient had no fever or chills but the doctor was concerned about a possible infection. The rep inquired about next steps along with catheter visibility via x-ray and if the hcp should aspirate via the cap (catheter access port) with suspicion of an infection. Troubleshooting was performed with the caller by reviewing pertinent information per the caller's inquires. The rep will confer with the hcp. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(4) 2018. The patient¿s name was reported, and the device was explanted on (B)(6) 2018 related to infection. The information was confirmed with the hcp office. There were no further complications reported/anticipated.

Event description:
Additional information was received from a device manufacturer representative indicated that the patient was having the pump replaced today. No further complications have been reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.